Event description:
The customer reported that the alarm does not power on when tested with new batteries and new sensors. There was no pt injury reported. Inspection of the product found that the alarm powers on but does not have an alarm tone.

Manufacturer narrative:
(B) (4). The green light flashes on and off indicating power. There is no alarm tone when pressure is removed from the sensor pad or when the sensor is unplugged. The battery door and the liquid-label is missing. The fail-safe feature is not sounding. (B) (4).